Event description:
It was reported that a thrombus occurred. A watchman access system (was) double curve was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After the trans-septal sheath was exchanged for the was, 8000 unit heparin bolus was administered. After deploying the closure device, a thrombus was noted to the distal tip of the was. An additional 3000 units of heparin was given. Device placement was confirmed via echocardiogram and fluoroscopy for which it met release criteria. The device was released and the wds was removed from the body. After the wds was removed, a 60ml syringe was attached to the side port on the was and blood was aspirated back into the syringe. At this time, thrombus was no longer visible. The removed blood was analyzed on the back table; the clot was not measured, but appeared to be approximately 5mm in length and very narrow. No act was performed due to focusing on managing the thrombus. No further complications occurred. Patient was discharged home the next day.